Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Programing changes were made.